Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_label_acc, serial#: unknown, product type: accessory. Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a nuerostimulator for spinal pain. It was reported that the patient had experienced coupling issues. The patient reported getting 2 coupling bars and was not at 0 bars. The patient had tried repositioning the antenna, but it did not resolve the issue and received a poor coupling message on the screen. The patient was not using the belt and leaning against a pillow and note that the ins had felt warm earlier. A recharging belt and adhesive disc was sent to the patient. After receiving the recharging belt the patient state that the belt was not effective in position the antenna and noted they thought the belt was made for a larger person. The adhesive discs that were sent were effective at getting coupling. The patient stated that he gets different coupling levels based on where they or located or in different positions, standing in the porch 8 boxes, standing in the bathroom 4 boxes, 0 boxes laying down. The patient inquired about wi-fi compatibility. The patient had waited 2 weeks to turn on the ins per the health care professionals request due to metal previously being put in his body. The patient stated that since using the implant anything over 1.20 caused his legs to shake, 1.10 was adequate. The patient also reported that when they sneeze they get shocked. It was reported that "things went south" due to it being a rainy day which happened in the past as well. The patient also mentioned that the incision area was still raw inside the skin since the surgery. The patient reported that they had stopped their pain meds cold turkey 3 days after the ins was turned on and had experienced uncontrollable runs, the patient stated they thought this was from the opiates. No further complications were reported as a result of this event